Event description:
Pt reported obtaining back to back blood glucose results of 200 mg/dl and 90 mg/dl on the active system. Pt indicated that, at the time the results were obtained, he was not exhibiting symptoms of hyperglycemia or hypoglycemia. No adverse event was reported. Quality control testing had not been performed on the system. The suspect product was not returned to the manufacturer for evaluation.